Event description:
A surgical assistant was setting up the operating room for a case. The surgical assistant wanted to get the elbow (where the spring arm meets the central axis) to face outward (180 degree movement). In order to do this he pulled the light to straighten it, and then pushed forward to try to move the arm outward. This is when the light fell. A portion of the light system hit the surgical assistant. However, no injury was reported. One other staff member was in the room at the time, but did not see the incident. There was no patient present. Trumpf arrived on-site that morning and found the broken light had been removed from the room. The required hardware (a thin washer and snap ring) were still in the central axis. The surgical assistant was working in another case that morning, but explained to trumpf the events leading to the incident. Trumpf replaced the spring arm and light head including hardware components.